Event description:
It was reported that a patient underwent an unknown on (B)(6) 2023 and suture was used. During the procedure, the thread is breaking easily. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/25/2023. H6 component code: g07002 device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: please provide translation for: was there any adverse consequence associated with the patient? There was no consequence to the patient. When was the suture broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify during use in the patient. Please provide the source or name of person providing answers to follow-up questions: (B)(6), based on the internal complaint document of the hospital. The following information was received: was surgery delayed due to the reported event? - no, was procedure successfully completed? Unknown, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.